Event description:
It was reported that a right atrial (ra) lead was explanted due to damaging of the whole system during open heart/valve surgery. A new lead was implanted 10 days post implant. No additional adverse patient effects were reported.